Event description:
It was reported that the patient called the doctor's office with complaints of syncope. The patient was brought to the office were it was found that the right ventricular (rv) lead exhibited intermittent capture with high impedances. A lead fracture was confirmed. The rv lead was reprogrammed and the patient was admitted to the hospital. The lead was replaced the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.